Event description:
The customer received erroneous ise results for three patient samples. All testing was performed on this cobas 6000 c501 analyzer. Patient 1, initial sodium result was 124 mmol/l (accompanied by a data flag). The repeat sodium result gave 134 mmol/l (accompanied by a data flag). The initial potassium result was 4.18 mmol/l. The repeat potassium result was 4.59 mmol/l. Patient 2, female, initial sodium result was 126 mmol/l (accompanied by a data flag). The repeat sodium result was 144 mmol/l. Patient 3, female, initial sodium result was 130 mmol/l (accompanied by a data flag). The repeat sodium result was 137 mmol/l. The initial results were reported outside the laboratory. The patients were not affected by the erroneous results. The sodium and potassium electrode lot numbers were not provided. The reference electrode lot number was 62801401. The field service representative determined a bad sipper probe and tubing was the cause of the discrepancies. He replaced the sipper probe and tubing and the ise pinch valve tubing. The field service representative ran performance tests which were acceptable.